Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self-test. Unit was monitored and functioning properly. No pump error 2 alarm and no pump error 79 alarm. Hardware low level failure alert alarm (variableinfo=3) confirmed in the pump history due to cracked solder joint on u1 keypad assembly.

Event description:
The customer reported via phone call that insulin pump had pump error alarm. Blood glucose was 136 mg/dl. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.